Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 422 mg/dl with polydypsia, polyuria, difficulty waking up, extreme drowsiness, symptoms of dehydration (dizzy, lightheaded), and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the basal delivery totals in the total daily dose matched the active basal program and were as expected and that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the black box showed that on (B)(6) 2015 at 08:57 a pump reboot was associated with a cartridge change; deliveries resumed at 09:49. The pump was exercised for 24 hours with no errors, alarms or warnings emitted. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.